Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a bankart repair procedure, the surgeon was using a 25° suture lasso, ar-4068-25tl. While in use, he found the foreign material "like metal" from the tip of the lasso. The surgeon retrieved the foreign material with the grasper and took an x ray picture after the procedure. The surgeon was able to remove most of the foreign material. A second 25° suture lasso, ar-4068-25tl, was used and completed the case. Additional information requested. Additional information provided 3/18/2019: the failure occurred when the first anchor was inserted and the wire loop was pulled out to pass the suture. The surgeon took x-ray but could not find unretrieved fragments.

Manufacturer narrative:
Complaint confirmed. The fragments were found to most likely be debris from the device.